Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 3.00 mm promus premier drug-eluting stent was advanced for treatment. During the procedure, the stent failed to cross the lesion and dislodged inside the patient. The procedure was completed with another of the same device. The patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone number: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 32 x 3.00 mm promus premier drug-eluting stent was advanced for treatment. During the procedure, the stent failed to cross the lesion and dislodged inside the patient. The procedure was completed with another of the same device. The patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter phone number: (B)(6) device evaluated by MFR.: promus premier 32 x 3.00mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The stent had been detached from the delivery system and not returned for analysis. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement the outer and inner lumen and mid-shaft section identified no issues. There were no issues noted with the hypotube shaft. Balloon cones were reviewed, and no issues were noted. Bumper tip showed no signs of damage.